Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure due to difference between the post-operative refraction and the pre-operatively planned result. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
Device was evaluated by manufacturer. Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - the return sample is incomplete and consists of half a lens with two haptics. The lens condition is consistent with a lens that has been inserted and removed from the eye. The lens can be identified as a tecnis toric acrylic 1-piece intra ocular lens because of the presence of markings on the optic surface. There are traces of ophthalmic viscoelastic (ovd) present on one of the haptics. Also on the optic a brownish smear is present. Further analysis on the lens is not possible due to the fact that the lens is damaged and contaminated. All pertinent information available to the manufacturer has been submitted. Placeholder.